Event description:
The customer reported that while the unit was in use on a pt, the display started to flicker when the coil cable was moved. At that point, the display blanked out. The pt was switched to another unit and therapy was continued. No pt injury was reported.